Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat testing) has been confirmed. Upon investigation, belt was unable to complete essential performance testing. The root cause for the failure was the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled out of the strain relief, during evaluation, found the dn to r1 and r2 tes cable was pulled out causing fall off test failure. The root cause for the strained cable was excessive force. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt cannot run detect and treat testing.